Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed battery depletion. The analyst noted that the battery status shows a used battery capacity of 1554.9 mah. The device longevity was not calculated due to programmer software not expecting a used battery capacity greater than the assumed maximum of 1550 mah. The measurements were determined to be correct, with a battery voltage nearing rrt. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that, upon interrogation, the implantable pulse generator (ipg) device displayed an error message and was unable to perform battery calculation. The device remains in use. No patient complications have been reported as a result of this event.